Event description:
A surgeon reported that a pt developed endophthalmitis following implantation of an intraocular lens. The surgeon stated the pt was hospitalized for three days. The association between this event and the iol is not known. Add'l info has been requested.